Manufacturer narrative:
Received one 60-5274-032 in unoriginal package. Lot number was not verified. Performed a visual inspection, which verified that the tip of the spatula was disassembled. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 23 reports, regarding 23 devices, for this device family and failure mode. During this same time frame 230,415 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. Examine this device prior to use for damage. Do not use if damage is found. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs) device was being used during an unnamed procedure on 01aug24, and ¿the tip of electrode was detached during surgery¿. Follow-up assessment ¿confirmed the electrode came off after being removed from the patient's body. However, they were unable to obtain the procedure type. In this case, even though the device did not fall out of the patient's body, there was a possibility that it might be left behind, so a report must be submitted to the authorities in japan." It was further clarified that "no fragments had fall into the patient's body". There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of a customer that the 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs) device was being used during an unnamed procedure on (B)(6) 2024, and ¿the tip of electrode was detached during surgery¿. Follow-up assessment ¿confirmed the electrode came off after being removed from the patient's body. However, they were unable to obtain the procedure type. In this case, even though the device did not fall out of the patient's body, there was a possibility that it might be left behind, so a report must be submitted to the authorities in japan." It was further clarified that "no fragments had fall into the patient's body". There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.